Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the nbp measurement is inaccurate and the system needs calibration. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and calibration. The results of the analysis indicate the measurement was high and the device required calibration. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device had not had routine annual calibration done. The issue was resolved by performing calibration and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.